Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the power cable was cut by customer. There was no reportable malfunction.